Event description:
It was reported that broken welds were found on the bed. No adverse consequences were reported.

Manufacturer narrative:
Weld. Broken welds were reported, one of the reportedly broken welds resulted in an inoperable manual CPR release.